Event description:
Reference number (B)(4). Event occurred in the united states. On 12-july-2024, it was reported that the patient encountered infusion set tubing was leaking at the site. The blood glucose level was found to be high. No further information.